Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a with lot/batch number a9de2e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a jejuno-jejunal anastomosis with the device, the surgeon closed the device then made the maneuver to advance the knife. The motor of the device started 2 seconds then stopped suddenly. It was impossible to open it, the device was blocked. By pressing the reset button; the surgeon managed to open it, and we noticed that the staples had come out a little but had not closed. No patient consequences was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2024 d4: batch # 502c45 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60w reload loaded on the device. The reload was received fully fired. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the components and in the motor. No functional testing could be performed due to the returned condition of the motor. The device opened and closed without any difficulties noted. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 502c45, and no non-conformances were identified.